Event description:
On (B)(6) 2012 the reporter contacted animas alleging that all buttons on keypad are sticking, noticeable in the past month. The backlight button sticks, but sometimes is less responsive and must be pressed several times. Reporter states she is safely getting her insulin. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive. All keypad buttons had normal spring back or click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.